Manufacturer narrative:
The event date is (B)(6) 2021, when the white plastic foreign material was noted. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The provided investigation images show a blockage protruding from the outlet pipe. The reported contaminate appeared to be a rubber type material. The investigation concluded that the contaminate did not originate from the olympus endoscope. In addition, the investigator reported that previous investigations indicate that this fault was typically a result of user handling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the scope¿s channel was noted to be blocked. The scope was returned to the regional repair center (rrc) for evaluation and found foreign material protruding from air/water nozzle. This report is being submitted to address the foreign material noted in the channel during the evaluation. There was no associated patient infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material was found exiting the air water channel due to insufficient reprocessing. The root cause of why the subject device was not reprocessed according to the device instructions for use (IFU). The following is included in the IFU and may help detect and prevent the event: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.